Event description:
Revision at about 9 years and 8 months from the primary surgery due to stem loosening. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 08 august 2025. Lot 145434: (B)(4) items manufactured and released on 08-oct-2014. Expiration date: 31-august-2019. No anomalies were found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation: ten years after the implantation of a hybrid total hip arthroplasty, the cemented stem became mobilized and required revision. The radiographic image provided, likely taken before revision, shows a very peculiar situation, with a suffering bone (cause of disease: unreported), and a marked empty space near the tip of the stem in gruen zone 3/4, the origin of which cannot be determined from the available data. The cement mantle shows gross discontinuity and irregularity. The mobilization of the stem must have taken place progressively over a significant period of time, but no previous radiographs or reports of clinical status were supplied. With no radiographic and clinical history, no further analysis can be performed. It is very unlikely that the deterioration of the clinical condition may be related to a defect or malfunction of the implanted stem. Conclusions: although a certain root cause cannot be established, progressive deterioration of the patient's bone quality likely contributed significantly to the mobilization process. There is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.